Event description:
Complainant alleged that after monitoring a patient (age and gender unknown) for fifteen minutes, the screen display went blank. The clinicians then obtained another device and continued patient monitoring. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.